Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal struts lifted and mid stent struts bunched. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-may-2022. It was reported that crossing difficulties were encountered. The 70-75% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation, a 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion due to severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was fine. However, returned device analysis revealed that stent damage.